Event description:
It was reported to st. Jude medical that the r-waves decreased 1 day post implant. The lead was explanted.

Manufacturer narrative:
Evaluation summary: analysis found the lead to exhibit normal electrical characteristics. Mechanical and visual analysis found that the lead outer insulation was cut / damaged. No abnormalities were noted aside from the physical damage that was sustained during the surgical procedure. The analysis of the lead did not reveal any device condition that would have contributed to the reported event.